Event description:
It was reported that during the spacer implant procedure, the cap broke off the spacer and the device was unable to be implanted in the patient. A new spacer was successfully implanted. The spacer will not be returned as the device was retained by the medical facility.